Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had calibration errors. Customer's blood glucose reading at the time of the call was 457 mg/dl and has treated with a bolus. Customer stated that they also noticed a difference between the sensor and the blood glucose readings. Customer stated that the sensor was reading 125 mg/dl when the blood glucose reading was really 457 mg/dl. Customer stated that they have noticed bent cannulas in the previous sensors. No further information reported.